Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that vitrectomy cutters with membrane that do not fit through the trocars, and it suddenly stop working intraoperatively during the vitrectomy surgery. The surgery details were unknown. There was no report of patient impact.

Manufacturer narrative:
Corrected information provided in b.2., d.1., d.2., d.4. And h.11. Upon further review of information for this event it was confirmed that there was no issue with the cutting and aspiration of probe. The reported event does not meet criteria for reporting as per applicable regulation. No further reports will be scheduled under mfg. Reference number: 1644019-2025-02453. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. Since the sample has not arrived at site the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and inspected for excessive manufacturing materials on the needle and tested for actuation, aspiration, and cut during manufacturing. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to ensure the probe needle does not exceed a trocar opening. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).